Event description:
Same as manufacturing number 600093-2004-01403. It was reported that 8 days following a coronary drug eluting stenting treatment procedure, the pt experienced a dissection, sub-acute thrombosis, and then expired. In 2004 the pt presented with high grade stenosis (90-95%), severely calcified and severely tortuous right coronary artery (rca). There was also moderate stenosis in the circumflex artery and in the mid/proximal left anterior descending (lad) artery, which were not treated. The pt had heart block in the ostial rca. A 2.0 x 15 mm maverick balloon was inflated to 10 atm for 28 seconds. There was some difficulty trying to cross the target lesion. Both taxus express2 2.75 x 32 mm and taxus 2.5 x 12 mm drug eluting stents were unable to cross the lesion. A dissection then occurred due to maneuvering the guide wire. The vessel was then dilated again with a 2.5 x 15 mm maverick balloon at 12 atm for 22 seconds and again to 8 atm for 30 seconds. A 2.5 x 12 mm taxus stent was then successfully passed through the lesion and inflated to 13 atm for 30 seconds. It was completely deflated and removed. A taxus 2.5 x 15 mm stent was proximally placed overlapping the first stent. It was inflated to 13 atm for 34 seconds. Following the procedure the antegrade flow of the rca was excellent. The pt was discharged from the hosp 3 days later on a regimen of plavix, zocor, lisinopril, tegretol, and aspirin. The pt presented to the e.r. With a headache, bradycardia, and left side hemi deficits including left-sided weakness. It was believed the pt had suffered a trans ischemic attack (tia). The pt had a medtronic pacemaker implanted later that day. There were bleeding complications from the pacemaker insertion and therefore the plavix was discontinued. Five days later the pt (still in the hosp) was minimally responsive with st elevations. The pt was immediately brought to the cardiac catheterization lab where angiography showed in-stent restenosis. There was a total occlusion at the beginning of the stent in the rca. A guide wire was passed through the area which provided patency but there was still sluggish blood flow. The pt experienced ventricular atrophy and coded. CPR was begun, epinephrine was given, and an intra aortic balloon pump was attempted to be inserted without a positive result. The pt was then declared deceased.